Event description:
It was reported that during an unknown procedure, the devices were cross clipping. No other information could be provided. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4).date sent: 8/18/2023. B3: unknown, assumed first day of month that complaint was reported. D4: batch # x7008k. Additional information was requested and the following was obtained: "were there any patient consequences? If yes, please describe. -no other info available at this time". Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the mcm30 device was returned with no damage to the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the trigger could not be completely activated due to the firing mechanism was jammed. In order to evaluate the condition of the device¿s internal components, the device was disassembled. Upon disassembling, the anti-backup lever was found to be out of its intended position, jamming the firing mechanism. 20 clips were found inside clip track. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached as to what may have caused the reported incident. The reported complaint was confirmed. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.